Manufacturer narrative:
(B)(4). The literature article was found during a recent post-market surveillance review (pms) of this device. The citation is as follow: risk factors of recurrence after stent(s)-assisted coiling of intracranial vertebrobasilar dissecting aneurysms: a multicenter study kun wang-zhongbin tian-junfan chen-jian liu-yang wang-hongqi zhang-jun wang-yisen zhang-xinjian yang - frontiers in neurology ¿ 2017. Due to the nature of the complaint, the devices were not returned for analyses nor was the sterile lot numbers provided in order to conduct a lot history review. This MDR report is being submitted for one patient (arterial spasm) with no patient demographics or device specifics. This report is related to the following manufacturer report numbers: 1226348-2018-00582, 1226348-2018-00583, 1226348-2018-00584, 1226348-2018-00586, 1226348-2018-00587, 1226348-2018-00588, and 1226348-2018-00589. Initial reporter facility name: department of interventional neuroradiology, (B)(6) neurosurgical institute. [Complaint conclusion]: the event was captured in the literature publication ¿risk factors of recurrence after stent(s)-assisted coiling of intracranial vertebrobasilar dissecting aneurysms: a multicenter study.¿ kun wang-zhongbin tian-junfan chen-jian liu-yang wang-hongqi zhang-jun wang-yisen zhang-xinjian yang - frontiers in neurology ¿ 2017. Of the 168 patients (170 aneurysms), 4 (2.38%) suffered from intraoperative complications, and 16 (9.52%) had postoperative complications. The four intraoperative complications included stent thrombosis in one, aneurysm rupture in one, serious vertebral artery vasospasm in one, and iatrogenic dissection of the vertebral artery in one patient. The 16 postoperative complications included symptomatic cerebral infarction in seven, pneumonia in three, rupture of the vbdas after endovascular treatment in two, asymptomatic stent thrombosis in two, and hydrocephalus in two patients. This MDR is to report the intraoperative complication of vertebral artery vasospasm in one patient. The purpose of the study was to evaluate the risk factors of recurrence after stent(s)- assisted coiling (sac) of intracranial vertebrobasilar dissecting aneurysms (vbdas) based on 168 consecutive patients. Between january 2011 and december 2015, 168 consecutive patients with 170 intracranial vbdas, which were treated by sac, were recruited from four high-volume centers. There was no device specific information (including device catalog and lot number) provided in the article. Vertebrobasilar dissecting aneurysms (vbdas) represent 3.3% of all intracranial aneurysms are considered uncommon lesions in which treatment is challenging. These aneurysms can cause subarachnoid hemorrhage (sah) and posterior circulation ischemia with high morbidity and mortality. Deconstructive and reconstructive treatment through stent-assisted coiling (sac) or stent-only has emerged as major therapeutic options to treat vbdas. The recurrence of vbdas after sac is gradually being found with the increasing number of cases being treated. Risk factors of vbda recurrence after sac are the size of the vbda, raymond scale, and branch artery involved. The study retrospectively examined baseline information, details of the endovascular treatment, and the clinical outcomes in 168 consecutive patients at four high-volume medical centers to identify the risk factors for vbda recurrence after sac. Patients with acutely ruptured vbdas were preloaded with antiplatelet medication (300 mg aspirin and 300 mg clopidogrel) 2 hours before the procedure orally or through a stomach tube. Patients with unruptured vbdas were administered dual antiplatelet therapy (75 mg clopidogrel and 100 mg aspirin) each day for 3 days. All patients were administered heparin intravenously during the procedure. Self-expanding stents were used for reconstruction of the entire dissected segment and coils were used to embolize the aneurysm. After the procedure, the patients were put on once daily dual antiplatelet agents (75 mg clopidogrel and 100 mg aspirin) orally for 6 weeks after the procedure followed by 100 mg aspirin for the next 6 months. Digital subtraction angiography (dsa) findings were reviewed. Immediate obliteration grade, type of stents used, important branches involved, angiographic follow-up outcomes were recorded as treatment details. The raymond grading system was used to evaluate angiographic results; vessel branches that were considered important were the posterior inferior cerebellar artery, posterior cerebral artery, anterior spinal artery, or other large perforating arteries. Angiographic follow-up was performed with dsa at approximately 6 months. Clinical outcome was measure by the modified rankin scale (mrs) score at follow-up visit or by telephone interview. The treatment complications in 168 patients (170 aneurysms) is as followed: 4 patients suffered from intraoperative complications (1 patient had stent thrombosis, 1 patient had an aneurysm rupture, 1 patient had serious vertebral artery vasospasm, and 1 patient with iatrogenic dissection of the vertebral artery). There were 16 patients who had postoperative complications that included symptomatic cerebral infarction in 7 patients, pneumonia in 3 patients, the rupture of the vbdas after treatment in 2 patients, asymptomatic stent thrombosis in 2 patients, and 2 patients had hydrocephalus. All 168 patients participated in the clinical follow-up with the following mrs score breakdown: 157 patients had an mrs of 0 or 1, there were 9 patients with an mrs of 2 to 4, and 2 patients with mrs of 5 or 6. Two patients had severe disability. All 168 patients (170 vbdas) had available angiographic follow-up with a mean duration of 7.81 months (range 3-24 months). There were 24 (14.12%) aneurysm recurrences observed. There were 146 vbdas with residual neck or residual aneurysm with raymond scale grade 2 or 3 after sac treatment. Dsa images at follow-up of 124 vbdas showed that residual neck or residual aneurysm improved or kept stable; 22 vbdas worsen. Initial raymond grade, aneurysm size, and metal coverage of the stent(s) at the aneurysm neck are related to the rate of recurrence. Larger aneurysm size and the lower metal coverage of stent(s) were found to be associated with recurrence after sac. The metal coverage of the stent(s) at the aneurysm neck was an important predictor of recurrence; a higher metal coverage rate is associated with a lower recurrence rate. This is consistent with many studies that showed an increase in the metal coverage rate or in stent quantity can reduce the recurrence rate. Limitations to this study include limited number of cases, the retrospective design, different interventional material used, and bias in patient selection. In addition, it is difficult to get exact values of metal coverage in clinical practice. The conclusion of the study is that aneurysm size and metal coverage of stent(s) at aneurysmal neck were independent factors associated with recurrence of vbdas after sac. The enterprise stent remained implanted and is thus not available to be returned for evaluation. Additionally, the sterile lot numbers are not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Vasospasm is a known complication associated with the enterprise vrd and stent-assisted coil embolization procedures. The root cause of the events cannot be determined based on the minimal information provided in the article and multiple factors may have contributed to the events. In addition, it is not possible to determine if an enterprise stent was actually used during the procedures that involved the adverse events. Vasospasm is tightening of the muscles in the vessel wall. This can narrow and decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries and is usually treated medically. This is a well know potential complication with any invasive procedure during which devices are introduced into vessels, including the enterprise stent. Vasospasm can decrease cerebral perfusion to an area, causing ischemia and perhaps infarction, and can lead to further deterioration of neurological function. Based on the limited information available, it is possible that patient, procedural, and pharmacological factors may have contributed to the events reported in the article. These events are serious/life-threatening, likely required conservative treatment to prevent permanent impairment, and the relationship of the events to the device or procedure cannot be excluded. Thus, the events meet the criteria for MDR reporting as a serious injury. The file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. [(B)(4)].

Event description:
The event was captured in the literature publication ¿risk factors of recurrence after stent(s)-assisted coiling of intracranial vertebrobasilar dissecting aneurysms: a multicenter study.¿ kun wang-zhongbin tian-junfan chen-jian liu-yang wang-hongqi zhang-jun wang-yisen zhang-xinjian yang - frontiers in neurology ¿ 2017. Of the 168 patients (170 aneurysms), 4 (2.38%) suffered from intraoperative complications, and 16 (9.52%) had postoperative complications. The four intraoperative complications included stent thrombosis in one, aneurysm rupture in one, serious vertebral artery vasospasm in one, and iatrogenic dissection of the vertebral artery in one patient. The 16 postoperative complications included symptomatic cerebral infarction in seven, pneumonia in three, rupture of the vbdas after endovascular treatment in two, asymptomatic stent thrombosis in two, and hydrocephalus in two patients. This MDR is to report the intraoperative complication of vertebral artery vasospasm in one patient. There was no device specific information (including device catalog and lot number) provided in the article.